Manufacturer narrative:
The pump passed all functional testing including the displacement, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No blank display was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked lcd window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that the customer was trying to bolus and kept alarming error. The customer's blood glucose was 240-340mg/dl. The customer treated with syringe and insulin. Customer stated when a new battery was inserted; the screen was not coming on. We were unable to troubleshoot for blank display, no new battery available. The customer's mother also mentioned the insulin pump was giving a button error. Advised the insulin pump will need to be replaced. Advised to discontinue the use of the pump and revert to a backup plan.